Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
A patient reported excessive root resorption and informed us they are a contraindicated patient due to crowns and an implant.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.